Manufacturer narrative:
This is a final report.

Event description:
The paperwork returned with the explanted device noted that, the device was explanted in 2007 for "medical reasons." Reimplantation reportedly was scheduled, but no further information has been received.